Manufacturer narrative:
Date of event 2017-08-01 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's device and therapy were not working. Patient said they were going constantly. It was noted that patient had access to the patient programmer (pp), synced with it and stimulation was on, patient was on program 1 at 0.47 volts. It was recommended for patient to increase amplitude if medically appropriate, they increased to 1.0 volts on program 1. It was reviewed that it takes time for the body to respond to therapy, and patient was redirected to follow up with the health care provider (hcp) if the issue did not resolve. Patient was told to give it a couple of days and if it did not get better, then call the doctor or call the manufacturer back to help adjust the stimulation again. Patient reported getting a poor communication on (B)(6) 2017. It was confirmed that patient used an antenna, confirmed antenna was secure and synced with ins, and patient was able to communicate. No further patient complications were reported / anticipated as a result of this event